Event description:
Additional info received from MFR on 03/11/1999: the implantable cardioverter defibrillator and lead have not yet been returned to the MFR. The MFR trends infections by sterile lot numbers to assess the integrity of each sterile lot. There have not been any other complaints of infection associated with the sterile lot for either the implantable cardioverter defibrillator or the lead. The implantable cardioverter defibrillator and lead were explanted on 12/29/1998. As of march 9, 1999, they have not been returned to the MFR. The total implant duration was 2.2 months.